Manufacturer narrative:
Review of records found no history of any complaints or incidents related to this patient and no reports of any issues with the nalu system. Patient had reported reduction of pain levels from 7/10 down to 3/10 shortly after the nalu system was implanted. The reason for the patient no using the system was not shared and the firm was not notified of the planned removal until mid-procedure. The device was discarded by the medical facility and thus unavailable for any testing. Reason for explant appears to be related to other planned procedures for this patient.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2024 a nalu representative was contacted by dr. Paese during a surgical explant procedure for this patient. Per the physician, the patient is no longer using the nalu system and chose to have it explanted. Physician also noted that the explant was performed in anticipation of other additional procedures being planned for this patient. The nature of the other procedures was not shared with the firm.